Manufacturer narrative:
Manufacturer¿s investigation conclusion: the evaluation of the returned pump confirmed internal wire damage that would have contributed to the driveline fault alarms that were observed in the submitted log files. Approximately 20.5 inches of the distal portion of the patient's driveline (dl) was replaced on (B)(6) 2020. A small tear was observed in the outer silicone jacket of the driveline, approximately 0.25 inches from the controller connector. The underlying bionate layer was not visible in this location. A specific cause for this superficial damage could not be conclusively determined through this evaluation. A correlation between the superficial damage and log file findings could not be established. This 20.5 inches distal end of driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate and metal braided shield were then removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Additionally, each wire was lightly pulled in an attempt to find the root cause of the driveline fault alarms. No evidence of wire conductor breakdown was observed during this testing. (B)(6) was later exchanged on (B)(6) 2020. The pump was returned assembled with the driveline cut approximately 2.75 inches from the pump housing. Two additional segments of driveline were also returned ¿ approximately 3.75 inches of a middle segment and approximately 32.25 inches of the distal end. Evidence of the previous driveline repair was present on the 32.25 inches distal end. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, and sealed outflow graft bend relief were not returned. The outflow elbow was attached to the pump¿s outlet port. An outflow graft bend relief collar was also returned detached and was unremarkable. Examination of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of developed depositions or thrombus formations. The 2.75 inches pump-end segment and 32.25 inches distal end of the driveline passed electrical continuity testing. The silicone jacket, clear bionate, and metal braided shield were removed from each segment to examine the underlying wires. Visual examination of the wires of the 3.75 inches middle segment of driveline found breaches to the insulation of the orange wire (approximately 5.25 inches from the pump housing) and yellow wire (approximately 5.5 inches from the pump housing). Each wire of this 3.75 inches segment was lightly pulled in an attempt to find the root cause of the driveline fault alarms. The orange wire completely broke in the location of insulation breakdown, indicating that there was also wire conductor breakdown in this location. Additionally, examination of the 32.25 inches distal end of driveline revealed a breach to the insulation of the red wire, approximately 9.25 inches from the pump housing. The yellow wire redundantly supports motor phase 1 and the red and orange wires redundantly support motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The damage was then bypassed and the remainder of the wires were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The wire conductor breakdown that was observed on the orange wire would have caused the driveline fault alarms that were confirmed through the analysis of the submitted log files. The evaluation could not determine a duration of time for which the yellow, orange, and red wires had been damaged; however, it should be noted that review of the patient¿s history found that low speed advisory alarms were previously reported in january 2019 (investigated under manufacturer report number 2916596-2019-00409). If the insulation breaches on the yellow, orange, and/or red wires were present at this time and the exposed conductors from any wire made contact with the braided shield during mpu support, it could have resulted in a short to ground that would have caused the low speed advisory alarms. It should be noted that a phase-to-phase short also could have occurred if the exposed conductors from two phases¿ wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by batteries; however, no low speed events were observed in the patient¿s history while supported by batteries alone. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. This IFU also outlines all system controller alarms (including driveline fault and low speed advisory alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having driveline fault alarms and was on an ungrounded cable. Manufacturer technical services reviewed the log file and observed multiple yellow wrench alarms associated with driveline faults. X-rays showed some shield stretching near connector end bend relief. A percutaneous lead (driveline) repair was performed on (B)(6) 2020. The system controller was replaced for troubleshooting and after changing out the controller the driveline fault alarms continued. Technical services was onsite (B)(6) 2020 for a driveline repair. Almost all of the external portion of the driveline was replaced leaving around 3 inches of space for another repair per the centers request. After the driveline repair, the driveline fault alarm returned. Manufacturer technical services reviewed the log file and observed driveline fault alarm and also 3 pump stops. 2 of these were associated with a driveline disconnect and the 3rd one was while attached to the power module with the driveline connected. A decision was made to exchange the pump, which was performed on (B)(6) 2020. No further information was provided.